Manufacturer narrative:
The manufacturer received additional follow-up from a physician at the site identifying no further event information was available. As the device was not available for return, no device investigation can be performed, and the root cause of the event cannot be established.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
The manufacturer was notified of a case of perceval svd after two years. Regurgitation was noted. No other information was received.